Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they experienced high blood glucose. The customer blood glucose level was 25.8 mmol/l at the time of incident. Customer treated with insulin pen. Customer declined troubleshooting for high blood glucose. Customer reports they received the open book image on the pump screen. Customer states they are not able to rewind the pump. Customer also states that they received broken force sensor was detected during seating or regular delivery. Customer also reported crack on the back of the pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with pump error 35 alarm and critical pump error (open book image) alarm during testing due to moisture damage on the electronic assembly. Device was received with cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.